Event description:
The lay reporter/ wife contacted lifescan (lfs) (B)(4) on (B)(6), 2012 alleging that her husband's one touch ultra does not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient does not know how long the meter was not working for prior to the alleged symptoms. The last reading the patient had obtained on the meter was on (B)(6), 2012 at an unspecified time and obtained an 8.4 mmol/l. The patient tests his blood glucose twice a week. The patient continued to take their diabetes medication on a regular basis when the meter stopped working. The patient took metformin 500 mg 3x a day. On (B)(6), 2012 the patient was not feeling well and glucose around 4:00pm and ended up feeling dizzy and fainted. The patient regained consciousness 10minutes later and the reporter treated him with some lemonade and then contacted the patient's physician for assistance. The physician came and tested the patient using his meter and obtained a 1.1 mmol/l (19 mg/dl) and the physician treated the patient with an unspecified amount of glucose injection and the patient felt better 10 minutes later. The patient was not taken to the hospital. Prior to leaving the physician tested the patient's blood glucose and obtained a 20 mmol/l ( 360 mg/dl). The patient's diabetes regimen was not changed due to the alleged issue. The product was replaced and requested back for investigation. The complaint is being reported since the patient was unable to test his blood glucose due to the meter not powering and later developed symptoms and had to be treated with lemonade and glucose injection for a blood glucose reading of 1.1 mmol/l.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k001109.